Event description:
It was reported that the pt was re-implanted on (B)(6) 2014. No add'l info is available at this time.

Manufacturer narrative:
Not available for this device. The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.